Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), depression ("depression"), anxiety ("mental anguish"), uterine prolapse ("uterine prolapse") and pain ("physical pain"). The patient was treated with surgery (she underwent a vaginal hysterectomy due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, depression, anxiety, uterine prolapse and pain outcome was unknown. The reporter considered anxiety, depression, menstrual disorder, pain, pelvic pain and uterine prolapse to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 838567) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain, right lower quadrant pain and pelvic adhesions. Concurrent conditions included sterilization, stress incontinence, lower abdominal pain, nausea, pelvic hematoma, dysfunctional uterine bleeding, uterine prolapse, pelvic pain, hemorrhage (nos), diarrhea, bleed in luteal cyst, muscle cramps, ache, postoperative pain, periumbilical pain, bladder pain and urinary tract infection. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), depression ("depression"), anxiety ("mental anguish"), uterine prolapse ("uterine prolapse") and pain ("physical pain"). The patient was treated with surgery (bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menstrual disorder, depression, anxiety, uterine prolapse and pain outcome was unknown. The reporter considered anxiety, depression, menstrual disorder, pain, pelvic pain and uterine prolapse to be related to essure. The reporter commented: before insertion :a total of 4 trailing coils were seen. After insertion:a total of 5 trailing coils were noted. Operation- performed on (B)(6) 2016 is vaginal hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2010: impression: 1. Intrauterine device within the endometrial cavity. 2. Otherwise normal pelvic ultrasound; on (B)(6) 2016: finding would be consistent with a pelvic hematoma. Concerning the injuries reported in this case, the following one pelvic pain were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of ptc incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), depression ("depression"), anxiety ("mental anguish"), uterine prolapse ("uterine prolapse") and pain ("physical pain"). The patient was treated with surgery (she underwent a vaginal hysterectomy due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, depression, anxiety, uterine prolapse and pain outcome was unknown. The reporter considered anxiety, depression, menstrual disorder, pain, pelvic pain and uterine prolapse to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic haematoma ('other injury(ies) or complication please describe: evacuation of pelvic hematoma') in a 31-year-old female patient who had essure (batch no. 838567) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain, right lower quadrant pain, pelvic adhesions and obesity. Previously administered products included for an unreported indication: nuvaring from 2008 to january 2010 and iud from 2006 to 2008. Concurrent conditions included sterilization, stress incontinence, lower abdominal pain, nausea, pelvic hematoma, dysfunctional uterine bleeding, uterine prolapse, pelvic pain, hemorrhage (nos), diarrhea, bleed in luteal cyst, muscle cramps, ache, postoperative pain, periumbilical pain, bladder pain and urinary tract infection. Concomitant products included methylprednisolone acetate (depo-medrol) from 12-jun-2015 to 9-mar-2016, nsaids since july 2011 and paracetamol (acetaminophen) since july 2011. In july 2011, the patient had essure inserted. In september 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In january 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced pelvic haematoma (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), depression ("depression"), anxiety ("mental anguish"), uterine prolapse ("uterine prolapse") and pain ("physical pain"). The patient was treated with evacuation and surgery (bilateral salpingo-oophorectomy, hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the menstrual disorder, depression, anxiety, uterine prolapse, pain, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia and pelvic haematoma outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, pain, pelvic haematoma, pelvic pain, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: before insertion :a total of 4 trailing coils were seen. After insertion:a total of 5 trailing coils were noted. Operation- performed on 30-sep-2016 is vaginal hysterectomy. Discrepancy noted in essure insertion date-jul-2011 and (B)(6) 2011. On 08-nov-2017- she performed oophorectomy (bilateral removal of ovaries) surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Ultrasound pelvis - on 09-mar-2010: impression: 1. Intrauterine device within the endometrial cavity. 2. Otherwise normal pelvic ultrasound; on 30-sep-2016: finding would be consistent with a pelvic hematoma. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine prolapse, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-jun-2019: plaintiff fact sheet was received. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), evacuation of pelvic hematoma. Reporter information, aka name, events onset date, medical history, concomitant drug was added. Events outcomes was updated incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic haematoma ('other injury(ies) or complication please describe: evacuation of pelvic hematoma') in a 31-year-old female patient who had essure (batch no. 838567) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included left lower quadrant pain, right lower quadrant pain, pelvic adhesions and obesity. Previously administered products included for an unreported indication: nuvaring from 2008 to january 2010 and iud from 2006 to 2008. Concurrent conditions included sterilization, stress incontinence, lower abdominal pain, nausea, pelvic hematoma, dysfunctional uterine bleeding, uterine prolapse, pelvic pain, hemorrhage (nos), diarrhea, bleed in luteal cyst, muscle cramps, ache, postoperative pain, periumbilical pain, bladder pain and urinary tract infection. Concomitant products included methylprednisolone acetate (depo-medrol) from (B)(6) 2015 to (B)(6) 2016, nsaids since july 2011 and paracetamol (acetaminophen) since july 2011. In july 2011, the patient had essure inserted. In september 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In january 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced pelvic haematoma (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), depression ("depression"), anxiety ("mental anguish"), uterine prolapse ("uterine prolapse") and pain ("physical pain"). The patient was treated with surgery (evacuation of pelvic hematoma and hysterectomy (full) on (B)(6) 2016, bilateral salpingo-oophorectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the pelvic haematoma, menstrual disorder, depression, anxiety, uterine prolapse, pain, menorrhagia, female sexual dysfunction, dysmenorrhoea and dyspareunia outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, pain, pelvic haematoma, pelvic pain, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: before insertion :a total of 4 trailing coils were seen. After insertion:a total of 5 trailing coils were noted. Discrepancy noted in essure insertion date-jul-2011 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Ultrasound pelvis - on (B)(6) 2010: impression: 1. Intrauterine device within the endometrial cavity. 2. Otherwise normal pelvic ultrasound; on (B)(6) 2016: finding would be consistent with a pelvic hematoma. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine prolapse, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event per pfs: did not undergo essure confirmation test was added as an event. After internal review, the event pelvic hematoma was assessed as related to essure and upgraded to incident. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. 838567) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain, right lower quadrant pain and pelvic adhesions. Concurrent conditions included sterilization, stress incontinence, lower abdominal pain, nausea, pelvic hematoma, dysfunctional uterine bleeding, uterine prolapse, pelvic pain, hemorrhage (nos), diarrhea, bleed in luteal cyst, muscle cramps, ache, postoperative pain, periumbilical pain, bladder pain and urinary tract infection. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), depression ("depression"), anxiety ("mental anguish"), uterine prolapse ("uterine prolapse") and pain ("physical pain"). The patient was treated with surgery (bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menstrual disorder, depression, anxiety, uterine prolapse and pain outcome was unknown. The reporter considered anxiety, depression, menstrual disorder, pain, pelvic pain and uterine prolapse to be related to essure. The reporter commented: before insertion :a total of 4 trailing coils were seen. After insertion:a total of 5 trailing coils were noted. Operation- performed on (B)(6) 2016 is vaginal hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2010: impression: 1. Intrauterine device within the endometrial cavity. 2. Otherwise normal pelvic ultrasound; on (B)(6) 2016: finding would be consistent with a pelvic hematoma. Concerning the injuries reported in this case, the following one pelvic pain were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2019: pfs and mr received: lot no added, device removal date & details updated , patient medical history added, reporter added, reporter causality updated. Patient, reporter & product information updated. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic haematoma ('other injury(ies) or complication please describe: evacuation of pelvic hematoma') in a 31-year-old female patient who had essure (batch no. 838567) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included left lower quadrant pain, right lower quadrant pain, pelvic adhesions and obesity. Previously administered products included for an unreported indication: nuvaring from 2008 to (B)(6) 2010 and iud from 2006 to 2008. Concurrent conditions included sterilization, stress incontinence, lower abdominal pain, nausea, pelvic hematoma, dysfunctional uterine bleeding, uterine prolapse, pelvic pain, hemorrhage (nos), diarrhea, bleed in luteal cyst, muscle cramps, ache, postoperative pain, periumbilical pain, bladder pain and urinary tract infection. Concomitant products included methylprednisolone acetate (depo-medrol) from (B)(6) 2015 to (B)(6) 2016, nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced pelvic haematoma (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), depression ("depression"), anxiety ("mental anguish"), uterine prolapse ("uterine prolapse") and pain ("physical pain"). The patient was treated with surgery (evacuation of pelvic hematoma and hysterectomy (full) on (B)(6) 2016, bilateral salpingo-oophorectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the pelvic haematoma, menstrual disorder, depression, anxiety, uterine prolapse, pain, female sexual dysfunction, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, pain, pelvic haematoma, pelvic pain, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: before insertion :a total of 4 trailing coils were seen. After insertion:a total of 5 trailing coils were noted. Discrepancy noted in essure insertion date-(B)(6) 2011 and (B)(6) 2011. Plantiff's treatment for pan and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Ultrasound pelvis - on (B)(6) 2010: impression: 1. Intrauterine device within the endometrial cavity. 2. Otherwise normal pelvic ultrasound; on (B)(6) 2016: finding would be consistent with a pelvic hematoma. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine prolapse, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for the event 'pain, bleeding was updated as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.